Event description:
In this event it has been reported that start-x tip ems insert 3. No one was hurt, everything was retrieved from patients mount, no other treatment was necessary.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused insert is available for evaluation. The lot number was not provided for retained-product testing and/or DHR review. We will track this kind of event and monitor the trend.